Event description:
It was reported that the patient experienced a line block alarm while using cadd cleo infusion set. The patient replaced the infusion set and insertion site. Upon removal of the original cannula, it was noted to be kinked at the top. After placement of a new infusion site and set, no further line block alarms occurred. There was a patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.